Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had scratches on the screen, likely due to normal wear and tear. The blood glucose reading was 147 mg/dl. The customer stated that she either could not read the device screen or the insulin pump was not working as designed. Advised replacement of the insulin pump. Nothing further reported.